Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition to this, the adhesive patches (clear and/or white) can cause skin allergic reaction or skin irritation, which is also a known anticipated adverse effect. The sensor was inserted on (B)(6) 2024. The symptoms first appeared around (B)(6) 2024. The patient consulted hcp who prescribed gentalyn beta and advised to remove the adhesive patch. Adhesive patches were not expired. But the patient had a history of sensitive skin and is usually allergic to the adhesive patches. Sensor was not removed and patient is still using the system. This incident does not require any further investigation.

Event description:
On june 21, 2024, senseonics was made aware of an incident where the patient complained of skin irritation using white adhesive patches. The patient had symptoms such as redness and small pimples. The sensor was inserted on (B)(6) 2024. The symptoms first appeared around (B)(6) 2024. The patient consulted hcp who prescribed gentalyn beta and advised to remove the adhesive patch. Sensor was not removed and patient is still using the system.